Event description:
Account reports one incident in which the neonate was having surgery and blood was being infused. The reported device was under a drape and connected to an intravenous hub. The drape was removed and at that point it was noted that there was "blood all over". Reporter stated to her knowledgethere was no medical intervention required.